Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. Each device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparascopic right hemicolectomy procedure, after one minute when the abdomen was filled with gas (12 pressure) they realized that the 2b12lt was leaking. The air came out from the trocar and the gas consumption increased. They took up a new 2b12lt and the same thing happened. The trocar was leaking again. Then they changed to a cb12l and it worked ok. No patient consequences reported. Procedure was delayed by ten minutes.

Manufacturer narrative:
(B)(4).